Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had recently been experiencing high blood glucose levels over 600 mg/dl, which were treated with manual injections. Blood glucose level at the time of the call was 167 mg/dl. The customer also reported having a recent blood glucose level of 34 mg/dl, due to being on dialysis. Troubleshooting was not completed, but did not show any malfunction of the insulin pump. The customer was sent a tubing clamp to complete the high pressure test and advised to call back. The insulin pump was not replaced or returned for analysis.